Event description:
Pt received new infusion sets called quick set plus. They were faulty. Numerous occasions in 2004 pt got very sick from very high blood sugars due to blockage of these new sets. Many people are having the same problem with insulin not being delivered. This company sent a couple of other sets to try and they said that they are in the process of fixing these new quick set plus infusion sets. Pt has missed a lot of work due to high blood sugars that caused them to get very sick. Pt wants to know why hasn't this product been recalled if many people are having problems and minimed is very aware.